Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited noise on the right ventricular channel and intermittent telemetry. The device was explanted and replaced. No additional information was available.